Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged after the temporary pacing wire was removed and the pocket closed. The lead was revised and remains in use. No patient complications have been reported as a result of this event.